Manufacturer narrative:
The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing without duplicating the reports. The errors were cleared. The battery harness was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that they were not able to seat the battery into the device and the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.